Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report number: 2916596-2020-03580. It was reported that the patient had a syncopal episode and lost consciousness at home with red heart alarm. The caregiver changed the power source from battery to power module, but the alarm did not go off. The controller was replaced by caregiver. Once the controller was changed, the pump operation resumed and the alarm was gone. The patient was taken to the hospital, but his consciousness did not recover. Upon arrival at the hospital, the patient was in ventricular fibrillation. Several defibrillations were tried. After about an hour, the ventricular fibrillation was stabilized but the patient was suffered from the brain anoxia-coma. Medical engineer found a history of pump off in the device history before the controller was replaced. There was concern of driveline fracture. Log file analysis showed pump stops. This appeared to have been the result of a driveline disconnect. The controller continued to monitor pump data for another 23 minutes before losing power. Following the controller change, the pump made several attempts to restart and ramp up speed. After eventual startup the log noted a few low flow events that cleared. There were several low power advisories while connected to battery power also noted. Although log file review showed the driveline disconnected, the caregiver said the driveline was connected to the controller. The patient passed away on (B)(6) 2020. The cause of death is not known.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: minor conductor breakdown, atypical low voltage advisory alarms (intermittent). The reported event of a pump stoppage and red heart alarms was confirmed via analysis of the log files and evaluation of the returned system controller (serial number: (B)(6). The submitted log file and the log file downloaded from the returned controller contained approximately 2 days of data combined. The controller operated the pump above the low speed limit from the beginning of the log file until day 1228, hour 1, minute 31. The log file then captured a pump off alarm immediately followed by a drop in pump speed to 0 rpm. Pump disconnected, pump off, and low flow hazard alarms were then active for the remainder of the log file as the pump speed remained at 0 rpm. The pump stop and associated alarms initially occurred while connected to batteries, and continued when the controller was connected to the power module. The clock was reset following the event captured on day 1228, hour 1, minute 54, indicating a total loss of power to the system due to both system controller power cables being disconnected at the same time; this is consistent with the provided information that the controller was exchanged. The returned controller was connected to a test power module/system monitor and a test pump. The controller was unable to operate the test pump in primary mode, and the system monitor indicated that the pump was not connected. The controller was manually put into backup mode and the system initiated operation at the set speed with a replace system controller alarm active. The controller successfully operated the test pump at the set speed for an extended period of time while in backup mode. Further evaluation of the controller revealed a compromised component in the primary drive circuit on the main printed circuit board (pcb). The compromised component was replaced and the controller successfully operated a test pump at the set speed for an extended period of time without any issues or atypical alarms produced. The pump stop and component damage on the controller¿s main pcb are consistent with driveline wire damage, which was confirmed via evaluation of the returned pump (serial number: (B)(6). The reported event was determined to be due to driveline wire damage; however, the root cause of the driveline wire damage could not be conclusively determined through this analysis. The returned pump and driveline wire damage are reported and investigated under MFR # 2916596-2020-03580. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Epc-40630 was shipped to the customer on 05dec2013. Heartmate ii lvas patient handbook under ¿the system controller¿ and heartmate ii lvas operating manual under section 8 ¿system controller¿ cover all alarms (visual and audible), including the red heart and low voltage advisory alarms, and the actions to take when the alarms occur. Important warnings related to pump stops are described in heartmate ii lvas patient handbook under ¿important warnings¿ and ¿replacing system controllers¿ and in heartmate ii lvas operating manual under section 4 ¿warnings and precautions¿. Heartmate ii lvas patient handbook explains how to replace the system controller under ¿replacing system controller¿. Heartmate ii lvas operating manual also explains how to replace the system controller under section 8 ¿system controller¿. Heartmate ii lvas patient handbook under ¿cleaning batteries and clips¿ and heartmate ii lvas operating manual under section 15.0 ¿periodic inspection, cleaning, & maintenance¿ provides guidelines for the routine inspection of the 14v batteries and battery clips. Heartmate ii lvas operating manual also cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.